Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms on the right ventricular(rv) channel. A revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.